Manufacturer narrative:
It was reported that during a shoulder arthroscopy, the blade broke into the surgical site. The reported blade broke into three (3) separate pieces and the surgeon visually removed the pieces from the surgical site with the use of the arthroscopic camera and a grasper. The patient required additional anesthesia during this retrieval process and the overall procedure was reportedly prolonged for an additional thirty (30) minutes. A new blade was reportedly obtained and the procedure was completed with no further incident. There was no reported effect to patient stability. The actual blade involved in the incident was returned to the manufacturer for evaluation and the reported product issue was confirmed. However, a root cause could not be determined. No information related to the handle used in this incident was provided. Due to the need for medical intervention to retrieve the broken pieces and the prolonged exposure to anesthesia, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that during a shoulder arthroscopy, the blade broke into the surgical site.